Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, following deployment of a 23mm sapien valve in a 50:50 position across the native aortic annulus, severe central aortic insufficiency (cai) was noted on tee. The medical team concluded that the cai was due to a non-functioning leaflet. The physicians tried to restore leaflet function by manipulating the leaflets with a variety of wires and diagnostic catheters and by increasing the patient's blood pressures. After about ten minutes, the decision was made to implant a second sapien valve. The second valve was placed perfectly inside the first valve but before the balloon was fully deflated rapid ventricular pacing (rvp) was stopped, which caused both valves to embolize into the ascending aorta. The two valves were apposed to each other and did not separate. The decision was made to inflate the delivery balloon inside both valves and pull them back into the patient¿s descending thoracic aorta. The valves had solid apposition with the aortic wall and appeared to be very stable on tee, so the medical team decided to leave the two valves in that location. The native valve did not have aortic insufficiency, and the team believed that the patient would benefit from the valvuloplasty and some time for the patient's ejection fraction (ef) and blood pressure to improve. The medical team did not proceed with the placement of a third sapien valve as there was some difficulty manipulating both delivery systems through the abdominal aorta due to calcium and tortuosity, and they didn't want to risk a dissection. A final abdominal angiogram revealed a clean aorta without any dissections. The native aortic annular diameter was 21mm by tee and 18.8mmx25.4mm (area 377) by CT. The native aortic valve and root were moderately calcified. There was no mitral annular calcification (mac) and moderate ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 70%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20689. The device is not available for evaluation as it remains implanted in the patient. Cine images were submitted to the edwards medical director for review. No echo images were provided. Observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate-severe mac; stable bavx1 demonstrated; fair coaxial alignment with lateral bias of the delivery system and valve; fair image intensifier angle (iia); valve positioned 85:15 aortic and moves aortic during valve deployment; (approximately 3mm) so that post deployment the sapien valve is above the aortic annulus. A 2nd sapien valve is deployed in the same position within the 1st sapien valve and ultimately embolizes. Cine images supplied do not capture rapid pacing being stopped as described in the summary. Final cine images demonstrate both valves in a stable position within the descending aorta impressions: initial aortic positioning of the sapien valve (85:15 aortic) with fair image intensifier angle and coaxial alignment of the delivery system lead to deployment of the valve that was above the aortic annulus. Less than optimal placement of the 2nd sapien valve within the 1st valve (same position) contributed to the aortic embolization event. Per the instructions for use, device malposition and device embolization are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition/embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per imaging review, the initial 85:15 aortic positioning of the first sapien valve in combination with fair image intensifier angle and coaxial alignment of the valve and delivery system lead to the deployment of the valve above the aortic annulus. The less than optimal placement of the second sapien valve in the same position as the first valve contributed to both valves embolizing into the ascending aorta. Additionally, per the implanting physician, pacing capture was stopped prior to the balloon being deflated during deployment of the second sapien valve, which may have also contributed to the embolization of both valves. Patient factors, such as a preserved ef (70%), moderate mac and moderate ventricular septal hypertrophy may have also contributed to the aortic malposition. The cai of the firs t sapien valve was likely due to the aortic malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.